Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 450 mg/dl. The customer changes infusion set and give injections manually. Customer stated that tubing si sometimes kinked. The customer doesn't know what caused high blood glucose. The customer was assisted in performing high pressure test and in resetting fixed prime to correct amount. The customer was advised to monitor pump. The customer reported via phone call indicating that the insulin pump alarm absence of no delivery. Customer's blood glucose at time of incident was unknown mg/dl. During the troubleshooting , customer was lost and tried to call back there was no answer.